Event description:
In 2008, a pt was implanted with gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. Fourteen days later, the pt was seen for back pain. A CT scan revealed that the device was compressed. The device was implanted too far distally, which did not allow for proximal aortic wall apposition, causing device compression. Two days later, a reintervention occurred. A second gore tag thoracic endoprosthesis was implanted and resolved compression of the device. Pt is reported to be doing fine.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.